Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A non-health professional reported that during a cataract surgery with intraocular lens (iol) implant surgery, an iol was damaged by the injector during surgery. Additional information received and stated there was no patient impact to the patient, there was a spare lens to use. The procedure was completed as expected with lens insertion.

Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Solution was dried on the lens. Both haptics are bent in the gusset and distal area. The optic edge was torn/split/cracked. No associated products returned for evaluation. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The lens was return in the lens case for evaluation. Associated products were not provided. It is unknown if qualified products were used. The use of non-qualified associated products may result in lens delivery issues and/or product damage. The instruction for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Alcon recommends using the qualified company iol delivery system or any other company qualified combination. Information was provided in the file that the "iol was damaged by the injector". The manufacturer internal reference number is: (B)(4).